Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer would not open when try to pull meds. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) tried to contact the customer for investigation, but no response was received from the customer and the tss decided to close the complaint file.